Event description:
A trilogy 100 was returned to the manufacturer for evaluation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation, the device failed the significant event log test step for a service required alarm condition indicating the internal battery was not functioning to specification. The internal battery needs to be replaced. A final report is being filed. If new information becomes available following the completion of the device repair that changes the outcome of the investigation, a follow up/supplemental report will be completed.